Event description:
An eye care practitioner reported that a pt has suffered loss of visual acuity (6/10 os, 10/10 od) and an anterior chamber reaction in their left eye after swimming in focus night & day extended wear lenses. A culture was taken and ciloxan and isoptomatropine were prescribed. Culture results sterile for bacterial & viral sampling. Herpes results pending. Several requests have been made to obtain additional info. No further information is available at the time of this report.